Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the fill channel, opening on the shell and creases fold. Leak test and microscopic analysis were performed which identified: valve crack, striated opening on anterior and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consistent with the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.